Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during iabp therapy the pump alarmed "blood detected". Blood was found in the tubing of intra aortic balloon mega 8fr. 50cc. The balloon was then pulled out immediately. No harm to the patient was reported.